Event description:
Pt's complaint is that his pain is worse now than when he first had the device put in. Pain at times feels like a steel knife in his spine. The doctors have said he is having severe spinal spasms and need to take antispasmodics and diazepam. Emg was given and was told he has lost most of the feeling on the right side of his body and the cage has shifted and is now pinching his spine. Now has to walk with a walker. Size 24mm x 9mm x 7mm. Vertebral body replacement device (B)(4) put in by dr (B)(6) - neurosurgeon.